Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient initially felt better after the cardiac resynchronization therapy defibrillator (crt-d) implant procedure, however now feels "sluggish" and short of breath and tired when walking; the patient questioned if the device was "still working." The patient was encouraged to talk with the physician about these medical concerns and the device remains in use. No further patient complications have been reported as a result of this event.